Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What date was the initial procedure? Can you identify which sutures were used during the tka? What tissue layer was vicryl suture used on? Can you identify the product code/ lot number of vicryl suture? Which tissue layer was monocryl suture used on? Can you identify the product code/ lot number of monocryl suture? What was the condition of the tissue (healthy, diseased)? What date did the patient develop symptoms (days post op)? Was the wound cultured? (Which tissue layer)? What are the results of the culture? What medical/ surgical treatment was performed to treat the symptoms? What is the surgeon opinion as to the potential contributing factors of the sepsis and the unknown suture? Was the additional event from the surgeon reported? What is the current condition of the patient? The single complaint was reported with possible additional event(s). There are no additional details regarding the additional events. Attempts are being made to obtain additional information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a knee replacement procedure on an unknown date and unknown suture was used. The patient developed some sepsis. Additional information has been requested.